Event description:
Spoke with clinic mgr and the she reported a black spec was found in the tubing. At the beginning of tx venous pressure increased. Tech disconnected venous line from venous needle and found gritty black specs at connection. Specs were removed from line and tx continued. At the end of tx when the line was disconnected from the needle, another large spec was found at the connection. No pt ill effect or medical intervention. No blood loss. Product is available for evaluation. Call made to clinic mgr in 03/2004. At that time she stated the pt did not use needles for their access but had a catheter.